Manufacturer narrative:
Implant date is estimated. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2021-12902; 2017865-2021-12904; 2017865-2021-12905. It was reported that the patient experienced erosion of the device which led to infection in the area of the implanted system. Cultures were performed and the infection was confirmed. The system, which included the device, right ventricular lead, atrial lead and left ventricular lead was explanted. An additional procedure was later performed and a new system was implanted to resolve the event. The patient was in stable condition.